Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported blurred vision (march 2003). Examination showed that one haptic was in the inferior iridocorneal angle and there was a subluxation of the iol. The pt also had mild corneal edema. During a second surgery, the surgeon observed the mis-positioned haptic was broken and he removed and replaced the iol. The pt is doing well.